Manufacturer narrative:
The reported event of low sensing and high threshold were not confirmed. As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, there was low sensing and high capture threshold noted on the right ventricular (rv) lead. A new lead was implanted to resolve the event, and the patient was stable with no consequences.